Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that during the implant procedure, this pacemaker device was switched into safety mode. Due to which, there was pacing inhibition. It was also reported that there were episodes of electrical noise on the right ventricular lead in past. This device exhibited physiological battery depletion, and the patient was dependent on this pacemaker system. Subsequently the device was explanted and successfully replaced. No additional adverse patient effects were reported. The device is expected to be returned by the customer, but at this time it has yet to arrive to boston scientific for analysis. A supplemental report will be provided upon product return and completion of analysis.